Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The product sample has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Fifty seven (57) companion samples were received for evaluation. A random sampling of thirty (30) was selected and tightened on transfer set lures for inspection. The reported condition of a leak was not confirmed in the lab. The results of a batch review revealed no defects during the manufacturing process. Based on the information obtained from baxter's investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) reported to product surveillance that she had noted an unspecified quantity of her minicaps seemed to be fitting a little looser than usual; therefore, she was not comfortable using any more product she currently has at home. The hp stated she is very cautious with her technique and ensures she keeps the area sterile. On (B)(6) 2011 the hp called product surveillance to report specific lot information; the hp further stated a nurse told her to use tape for any loose minicaps. The hp advised when she spoke with her peritoneal dialysis (pd) nurse (rn), she was advised that she should contact baxter regarding the product issue. The hp confirmed new product was received and she is resuming therapy.